Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised that pump use could continue, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.